Manufacturer narrative:
Results: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for blood leakage with the incident lot was observed. Additionally, a review of the manufacturing records was completed for the incident lot #6025640 and no issues were identified. Bd has initiated a CAPA to document further investigation and root cause(s) of this product issue. Conclusion: an absolute root cause for this incident cannot be determined. CAPA (B)(4) has been opened.

Event description:
It was reported that blood leaked from the end of the tubing of 23 g x .75 in bd vacutainer® winged safety push button blood collection set with 12 in tubing and luer adapter near the end of the white hub. No blood exposure to mucous membrane. No injury or medical intervention.